Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received. This complaint is being reported based on the following conclusion: it was alleged that during a da vinci-assisted surgical procedure, the harmonic ace disposable insert fell inside the patient. Although it was retrieved without patient harm, adverse outcome or injury, at this time it is unknown what caused the issue to occur.

Event description:
It was reported that during a da vinci-assisted radical cystectomy procedure, the user removed the monopolar curved scissors (mcs) instrument from the universal side manipulator (usm) arm and cleaned the tip and the jaws. The instrument was reinstalled back in the usm arm. At an unspecified time, the surgeon noticed that the mcs instrument tip cover was not attached to the instrument. The tip cover subsequently fell inside the patient. The fallen piece was retrieved. No post operative test required. The user installed another mcs tip cover into the same instrument and continued with the procedure. No further issue reported. There was no report of instrument collision, patient harm, adverse outcome or injury. Intuitive surgical, inc. (Isi) followed up and obtained the following additional information: the fallen piece was retrieved using a laparoscopic instrument on the assist port during the same surgical procedure. No additional surgical intervention was conducted.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
67 - intuitive surgical, inc. (Isi) received the monopolar curved scissors (mcs) instrument tip cover involved with this complaint and completed the device evaluation. The mcs tip cover was inserted into an in-house mcs instrument. The mcs instrument was manipulated and functionally tested, the tip cover stayed installed into the instrument without reproducing the customer reported issue during functional testing.